Event description:
It was reported by service report that the customer alleged that the weight fluctuated on reading. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: scale calibrated and bed returned to service.